Event description:
It was reported that during an unknown procedure, the device was difficult to close. Used another like device to complete the case. No patient consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the returned instrument was non-functional. The instrument was returned with a disengaged feedbag. Therefore, it would not feed the clips. We have documented the reported circumstances and analysis results. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.